Event description:
It was reported that a small volume intermate had a broken hose (tube) at the transition to the connection point of the wing screw (luer lock). This issue was identified before patient use. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed and noted the tubing line had been broken off at the junction of the distal luer lock. Portion of the broken tubing still remained inside the solvent-bonded area of the distal luer lock. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to how the product was being handled during use. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.